Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: visual inspection revealed that there was visible moisture behind the display lens. The pump case was found to be damaged between the upper right corner of the display lens and the case seal. There was no damage observed to the returned battery cap or battery compartment. The returned battery cap was able to be fully secured to the pump. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. When attempting to perform the ¿rewind¿ step the pump emitted a ¿replace battery¿ alarm. A leak test was performed and a leak was found at the pump case damage. The pump case was removed and internal moisture was observed inside the pump. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint of the pump losing power intermittently was not able to be adequately investigated due to the persistent replace battery alarm.